Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had (B)(6). It was noted that there was appropriate function of the system prior to the explant procedure. The device was explanted and returned.

Manufacturer narrative:
If additional information is received, this report will be updated.